Event description:
It was reported that the patient suffered a pericardial effusion complication that was stabilized during the implantation procedure. During the follow-up performed on (B)(6) 2016, the subject ICD showed normal electrical performances. On (B)(6) 2017, episodes of noise were recorded in the device memory. A shock was delivered on (B)(6) 2017 (reportedly during an effort). The ventricular pacing threshold increased from 0.75 to 1.5v. Ventricular sensitivity has been set to 0.8mv, and tachycardia detection zone was reprogrammed as follows: one single fast vt/vf zone (190-240 bpm), persistence of 16 cycles with 1 atp burst + 4 shocks. X-rays were performed, and no lead dislodgment was reportedly observed.